Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.insert was tested on a cavitron g-136 unit. We verified water flow and vibration. Also, insert was visually inspected. The temperature of the tip and water spray was taken with a digital thermometer, water temperature was 86.6 f and tip temperature was 96.3 f. These temperatures are within specification. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a cavitron 30k fsi-pwr-fg-1000 insert tip overheated. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.